Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2025. Additional suspect medical device component involved in the event: model number/catalog number: sc-1232, serial number: (B)(6), batch/lot number: 540634 , model/catalog description: wavewriter alpha 32 ipg kit , unique identifier (UDI) #: (B)(4).